Event description:
On (B)(6) 2012, it was discovered that the transport medium used for bacterial, mycobacteria, and fungal cultures at our institution was contaminated with sterile bacteria. These gram-negative rod bacteria can be seen on gram stain but will not grow in culture. The product is becton dickinson's bbl port-a-cul sterile pack transport jar. We performed gram stains from the gels of uninoculated jars, since we were told by clinicians caring for 2 pediatric pts that the pt gram stains showed gram-negative rod bacteria, and the cultures were negative for growth of these bacteria. We discovered that several lots of media were contaminated with many bacteria on gram stain from uninoculated jars. This is a problem, because when a gram stain result is released from a pt specimen which has been submitted in this media, it is impossible to know whether this is a true infection with the pt's bacteria, or whether it is contaminating bacteria. Clinicians make decisions for treatment based upon the gram strain result. Additionally, treatment with antibiotics unnecessarily may expose the pt to risks. Dates of use: (B)(6) 2008 - (B)(6) 2012.